Manufacturer narrative:
Updated fields: b4, e2, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Fse states on site visit to evaluate device is pending scheduling with the customer. No further details are available at this time. Despite of 3 or more gfe's raised there is no repair information available. In future if we receive any repair information will reopen and update the investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a broken fitting.the issue was found prior to use and there was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2. Corrected fields: d9.

Event description:
N/a.